Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the diabetes ketoacidosis on 20 th and the 25th with blood glucose of 500-600 mg/dl. The customer¿s other blood glucose level was 511 mg/dl, 134 mg/dl. The device will not be returned for the analysis.